Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt reported that her blood glucose was elevated to 269 mg/dl when she woke up in 2007. Her normal blood glucose range is 120-150 mg/dl. No symptoms of elevated blood glucose were reported. The pt bolused 2.5 units of insulin and her blood glucose lowered to 239 mg/dl then 198 mg/dl. The pt stated that she was concerned she may have had an air bubble in the system, so she disconnected from her infusion site and bolused 5 units. She stated that no insulin dripped from the infusion tubing. She stated that she then primed the infusion set twice and was able to see insulin drip from the infusion tubing half way through the second prime. The pt then reconnected to her infusion site and bolused 9.3 units of insulin after eating dinner. Her blood glucose lowered to 146 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.